Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far p wave oversensing on the right ventricular (rv) lead resulting in inappropriate therapy. No changes or intervention was reported. The patient condition was stable.

Event description:
Additional information received notes that on (B)(6)2023 the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable before, during, and after the procedure.